Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin ever shoot or squirt out from the infusion set rather than a slow drip. Customer's blood glucose value was unknown. Customer stated that insulin pump had to rewind more than once. The device will not be returned for analysis.